Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps did not automatically restart after a downstream occlusion alarm occurred. This was observed during an unspecified process step. The steps to reset the pumps after the alarm were discussed with the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.